Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator was investigated by our field service engineer on-site and the pressure transducer pc board was determine defective and replaced which solved the issue. No part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during preventive maintenance, some pc boards were replaced. There was no patient involvement. Manufacturer's ref #: (B)(4).